Manufacturer narrative:
The investigation has just begun; results will be provided in a follow-up report.

Event description:
It was reported that a ventilator failure occurred during a surgical procedure. There was no patient injury reported.

Manufacturer narrative:
The device was subject to an on-site evaluation performed by a dräger service engineer. There was no persisting malfunction detected with the device; the service engineer exchanged all wear parts defined in the regular preventive maintenance which was already overdue. The device was tested afterwards and returned to use. Log file evaluation provided by the manufacturer confirms the reported observation in general. The device forced a shut-down of automatic ventilation due to a blocked ventilator piston. The log provides evidence that the surgical procedure was suffering already from the beginning from disturbances of the ventilation. Several alarms of type fg low or leak and volume not attained were posted. In the following, positive and negative pressure peaks were detected which led to a blockade of the ventilator piston, finally. The workstation responded as designed and shut down automatic ventilation while posting a corresponding vent fail alarm to alert the user. The negative airway pressures in combination with the fresh gas deficit is the typical log entry signature for the usage of a bronchial suction system while the patient remained connected to the breathing system. A related question remained unresponded but this theory is substantiated by the fact that no related technical deviation was detected during on-site checking after the event. The IFU strongly recommends to disconnect the patient from the ventilator prior to the use of a bronchial suction unit. Dräger finally concludes that the reported event most likely must be attributed to use error in form of disregarding this advise.

Event description:
It was reported that a ventilator failure occurred during a surgical procedure. There was no patient injury reported.